Manufacturer narrative:
Inratio precision data provided by end-user lot 060452: first test inr = 2.6, second test inr = 3.8, third test inr = 3.7, fourth test inr = 3.3; mean = 3.35; sd = 0.67; %cv = 19.9%. First test inr = 2.3, second test inr = 2.7; mean = 2.5; sd = 0.28; %cv = 11.3%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 2.6, second test inr = 3.8, third test inr = 3.7, fourth test inr = 3.3. First test inr = 2.3. Second test inr = 2.7. First test inr = 3.2, seconds test inr = 3.6.